Event description:
Unknown and unexpected failure of the implantable pulse generator for hypoglossal nerve stimulation therapy requiring revision/replacement of the implantable pulse generator under general anesthesia. Unable to remotely access implantable pulse generation for programming and initiating of stimulation therapy.